Manufacturer narrative:
D.6a. And d.6b. Implant and explant dates should not have been reported on the first follow up report that was submitted. E.1. Added zip code extension as it was inadvertently omitted from the initial report that was submitted. H.10. Added related report number. The investigation has bee completed. The console and data logs were returned for investigation. The data logs confirm the reported issue. A visual inspection of the internal circuitry and cable connections of the console did not reveal any issues. The console was tested with a known good pump and purge cassette, and no anomalies were observed during testing. The root cause of the " placement signal low" alarms was not related to any issue with the automated impella controller (aic). No issues were found with the aic.

Event description:
The complainant reported that they encountered a "placement signal low" alarm on an automated impella controller (aic). The impella was confirmed to be in proper position and the patient's hemodynamics did not correlate with the alarm. As a result, the audio was disabled for the alarm. Impella support continued.

Manufacturer narrative:
The automated impella controller was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.